Event description:
Patient admitted to labor and delivery at 38 weeks gestation. Epidural was in use for approx 6 hours. Upon removal of catheter, clinician reported resistance met. Patient was repositioned and continued traction was applied to catheter. Epidural began to release but it "hung up and snapped." Coiled wire removed intact, but unk portion of tip was retained. Neurosurgeon consulted. Lumbosocral x-ray performed but retained piece not seen. Pt advised but no plan to remove retained piece at this time. Patient was noted to be non-symptomatic and released 3 days later. There were no associated patient complications.